Event description:
Information received from the (B)(6) clinical study. Treatment of a left ica (internal carotid artery) paraophthalmic segment aneurysm measuring 8.68mm x 10.03mm. During pipeline deployment, it was reported that the pipeline did not fully open and balloon angioplasty was performed to achieve full wall apposition. It was reported that the patient had a non-serious asymptomatic cerebral infarction.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).